Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a sensor that would not connect to her transmitter. Her blood glucose was 140 mg/dl at the time of reporting. She further stated that, when she removed the sensor, the cannula was missing. The apparently faulty sensor is being returned for analysis. No additional information was reported.